Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Unit received with stained keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that the insulin pump was exposed to heat from fire. The customer reported that the display had a discoloration. The customer's blood glucose was over 200 mg/dl at the time of the incident. The customer's blood glucose was 191 mg/dl at the time of call. The customer reported that they experienced constant high blood glucose of around 300 mg/dl. The customer reported that they were treating the blood glucose with the insulin pump and manual injections. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer declined to perform high pressure test. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.